Event description:
During a lavh procedure, the g400 generator was used in a case which resulted in a hole cut in the pt's bladder. This hole was not seen at the time and the case was completed without incident. Several days later the pt returned to the doctor's office and a foley was put in during the office visit in an attempt to repair the hole. Approx 25 days later the pt was admitted at a different facility for an open procedure to repair the bladder.

Manufacturer narrative:
The complaint was not confirmed. Analysis found that all voltages were within MFR specs before any adjustments were made. The generator was then tested with a j-hook on samples of tissue. The device performed as expected using the customer's generator. The generator was then reworked by upgrading the software to version 2.03 per MFR rework instructions (B)(4). The unit was then cleaned, electrically checked, rf outputs checked, and current leakage tested as per test procedure (B)(4).